Event description:
During a pacemaker insertion, the rv lead was placed and did not get capture. The lead was replaced and still did not get capture. It was then felt to be the device itself and a second device was requested from the vendor causing a 24 minute delay in the procedure. A new device was inserted with the same leads and was fully functional.